Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with automated peritoneal dialysis therapy. The cause of death was unknown. It was not reported if the patient was hospitalized prior to or at the time of death. It was unknown if an autopsy was performed. One day prior to death, physioneal therapies were withdrawn. No additional information is available.